Event description:
The customer reported to olympus, an e103 lamp error code was received when using the evis exera iii xenon light source. There were no reports of patient harm. No further information was provided by the customer.

Manufacturer narrative:
The device was not returned to olympus for evaluation as the issue was resolved by changing the lamp. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation the specific cause of phenomenon could not be identified. Olympus will continue to monitor field performance for this device.